Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a false atrial tachy response (atr) episode. Technical services reviewed and advised the atr episode was false due to intermittent far-field oversensing. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a false atrial tachy response (atr) episode. Technical services reviewed and advised the atr episode was false due to intermittent far-field oversensing. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a false atrial tachy response (atr) episode. Technical services reviewed and advised the atr episode was false due to intermittent far-field oversensing. Additional information provided oversensing of right atrial noise was also exhibited. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.